Event description:
I had purchased a blood pressure wrist monitor in order to check blood pressure while traveling. The monitor was inaccurate when purchased, however I was in the middle of a move and the device was packed up until (B)(6) 2024. In checking the blood pressure readings against a known device, I found that the readings were inaccurate in the extreme. Numbers came in about 25-30 points above known and accurate device. I tried to find out if there was a calibration issue (there is no calibration on the device) and attempted to contact the manufacturer. Customer service number discontinued and web site complaint unavailable. Contacted FDA to inquire about known problems and it has been indicated that the device is not registered as a "medical device" with the FDA and was told it was an illegal item. Sold by amazon: livehealthsmart digital standard blood pressure monitor with automatic upper cuff that displays pulse rate and irregular heartbeat.